Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed that this was caused by using high-frequency endotherapy accessories without keeping a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the plastic distal end cover on the videoscope was found to be burned. There was no patient involvement.